Event description:
It was reported the pump was explanted due to the device not working. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, drugs in the pump and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j11343r02, implanted: (B)(6) 2002, product type: catheter. (B)(4).